Event description:
It was reported that the patient experienced sound quality issues followed by a loss of lock. External equipment was exchanged. The reported problem was resolved; however, the patient is also having retention issues with his external equipment. Testing performed determined that there is a short between two electrodes in this patient's device. The patient continues to be monitored by the center.